Event description:
The manufacturer received information alleging a patients blood oxygen saturation decreased while on a ventilator. The patient was placed on another device and their condition improved. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm if a malfunction caused or contributed to the alleged event. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a patients blood oxygen saturation decreased while on a ventilator. The patient was placed on another device and their condition improved. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was performed to manufacturer's specifications and passed all testing. The manufacturer concludes the device operated and alarmed as designed and did not cause or contribute to the noted event.